Manufacturer narrative:
Pr#: (B)(4). Device evaluation pending. Issue reported based on patient outcome. Date of manufacture: 05/2003.

Event description:
It has been reported that during AED deployment operator attempted to attach three separate electrode sets. Device issued error message each time. Patient was not resuscitated.